Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When attempting bone cuts, the saw blade did not stay in straight saw attachment. Unable to tighten down. Case type: tka. Update: the attachment did not detach from the handpiece. Only the saw blade detached. The saw blade just fell out twice (first on sterile drape, the second time on the floor) when using the straight attachment. The saw blade worked fine with the angled attachment. Another blade was opened and used with a different straight attachment and it worked.

Event description:
When attempting bone cuts, the saw blade did not stay in straight saw attachment. Unable to tighten down. Case type: tka. Update: the attachment did not detach from the handpiece. Only the saw blade detached. The saw blade just fell out twice (first on sterile drape, the second time on the floor) when using the straight attachment. The saw blade worked fine with the angled attachment. Another blade was opened and used with a different straight attachment and it worked.

Manufacturer narrative:
Reported event: when attempting bone cuts, the saw blade did not stay in straight saw attachment. Unable to tighten down. Case type: tka. Update: the attachment did not detach from the handpiece. Only the saw blade detached. The saw blade just fell out twice (first on sterile drape, the second time on the floor) when using the straight attachment. The saw blade worked fine with the angled attachment. Another blade was opened and used with a different straight attachment and it worked. Functional inspection: shows that the locking knob turns freely and there is no movement from the blade locking clamp. The failure mode is confirmed. Visual inspection: shows that the cam pin is broken. See attached picture. There are also marks on the knob from where the wrench makes contact. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as the failure is consistent with excessive force applied by the knob. Product history review: a review of the device history records indicate 50 devices were manufactured and all were accepted into final stock on 01/16/18 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35011217 shows 2 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusions: the failure is confirmed via visual and functional inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.